Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82211305 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation of a 9.0mm x 29mm 135cm .035 palmaz genesis stent delivery system (sds), the stent became 'uncrimped' and was unable to be inserted for implantation. There was no reported injury to the patient. The device was stored and prepped per the instructions for use (IFU). Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: during preparation of a 9.0mm x 29mm 135cm .035 palmaz genesis stent delivery system (sds), the stent became 'uncrimped' and was unable to be inserted for implantation. There was no reported injury to the patient. The device was stored and prepped per the instructions for use (IFU). Additional information was requested but was not provided. The product was not returned for analysis. A product history record (phr) review of lot 82211305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent loose crimp - during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system.¿ neither the phr review nor the limited information provided suggests that the event experienced by the customer could be related to the manufacturing process. However, a risk assessment has been opened to further investigate this issue.